Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported the infusion set is leaking at the site. Customer states he noticed the leak because he smelled and felt wetness at his site. Customer reported when he noticed the head set leaking or the adhesive starting to fall off he would change the infusion set head set. Infusion sets have been discarded. No product will be returned.